Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately six years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that a CT scan showed the stent graft migrated 2cm and there was a type I endoleak. An endurant aortic cuff, (B)(4) was successfully implanted but there was still a residual endoleak. A palmaz stent was placed within the cuff and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (stent migration, endoleak), patient's condition affected effectiveness of device (likely anatomy related). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (likely anatomy related).